Event description:
It was reported that intra-operatively, the physician implanted the ventricular active lead, but it was pulled out. The physician attempted to re-implant the ventricular lead, however, sensing and threshold measurements were not ideal. A ventricular passive lead was then attempted, however, the lead could not reach the target position. Finally, the physician fixed the initial active lead to a target position and explanted the passive lead. No patient complications have been reported as a result of this event.